Manufacturer narrative:
A device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
It was reported patient experienced heating at the ipg site due to infection which was confirmed by a manufacturer representative. As a result, the patient had their system explanted on (B)(6) 2023.